Manufacturer narrative:
Device evaluation: the lens was returned dry, in a specimen cup. Visual inspection found the haptic torn and deformed. There was residue on the lens. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.0 diopter, in the patients left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 and was replaced with a shorter length lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.